Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 44-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaesthesia. On(B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dental caries ("dental problems -rotten teeth"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), rheumatic disorder ("pain / rheumatoid"), dry mouth ("dry mouth") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (to remove the essure implant hysterectomy). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, dental caries, abnormal weight gain and fatigue had not resolved and the migraine, headache, fibromyalgia, rheumatic disorder, dry mouth and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dental caries, dry mouth, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, restless legs syndrome and rheumatic disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2013,(B)(6) 2012 concerning the injuries reported in this case, the following were reported via social media- fibromyalgia, rheumatic disorder most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added :"restless leg syndrome", new reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 44-year-old female patient who had essure (batch no: a45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia") and rheumatic disorder ("pain / rheumatoid"). The patient was treated with surgery (to remove the essure implant hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, tooth disorder, abnormal weight gain and fatigue had not resolved and the migraine, headache, fibromyalgia and rheumatic disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, rheumatic disorder and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2013, on (B)(6)2012. Concerning the injuries reported in this case, the following were reported via social media- fibromyalgia, rheumatic disorder. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- barely walk because pain / rheumatoid. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 44-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (to remove the essure implant hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, tooth disorder, abnormal weight gain and fatigue had not resolved and the migraine, headache and fibromyalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013, (B)(6) 2012 concerning the injuries reported in this case, the following were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information added. Event: fibromyalgia was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 44-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dental caries ("dental problems -rotten teeth"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), rheumatic disorder ("pain / rheumatoid"), dry mouth ("dry mouth") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (to remove the essure implant hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, dental caries, abnormal weight gain and fatigue had not resolved and the migraine, headache, fibromyalgia, rheumatic disorder, dry mouth and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dental caries, dry mouth, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, restless legs syndrome and rheumatic disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012. Concerning the injuries reported in this case, the following were reported via social media- fibromyalgia, rheumatic disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 44-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dental caries ("dental problems -rotten teeth"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), rheumatic disorder ("pain / rheumatoid") and dry mouth ("dry mouth"). The patient was treated with surgery (to remove the essure implant hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, dental caries, abnormal weight gain and fatigue had not resolved and the migraine, headache, fibromyalgia, rheumatic disorder and dry mouth outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dental caries, dry mouth, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain and rheumatic disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2013, (B)(6) 2012. Concerning the injuries reported in this case, the following were reported via social media- fibromyalgia, rheumatic disorder. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- dry mouth. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a (B)(6) year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anaesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal distension, abdominal pain, alopecia, tooth disorder, abnormal weight gain and fatigue had not resolved and the migraine and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, headache, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-dec-2019: all source document information, reporter, events and reference section from deletion case (B)(4) added to this case. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.